Manufacturer narrative:
(B)(4).

Event description:
Multiple attempts were taken to interrogate the device. Device would not communicate with the programmer. Programmer kept stating that device could not be identified. Multiple programmers were used but the same error occurred each time. Recommended explant. Device currently remains implanted but is expected to be explanted in the future.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this biomonitor were reinvestigated. All production steps had been performed accordingly. At a next step the device was interrogated using a clinical programmer, however, an interrogation was not possible, confirming the clinical observation. The memory content of the device was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content, which caused the biomonitor to not to be recognized by the programmer device. Subsequently the biomonitor was re-initialized and afterwards the device could be properly interrogated showing no anomalies. The device was monitored for several weeks without peculiarities. The biomonitor behaved normal and as expected. The clinical event did not re-occur. In conclusion, the clinical observation was confirmed upon receipt of the device. The analysis revealed that the clinical event resulted from invalid memory content. The root cause for the invalid memory content was not determinable. External influences such as strong electromagnetic fields could be taken into consideration. The biomonitor could be interrogated after re-initialization. There was no indication of a material or manufacturing problem